Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced discomfort due to the balloon of his artificial urinary sphincter (aus) migrated out of space. The balloon was removed and replaced. No further patient complications were reported in relation to this event.